Event description:
It was reported that this pacemaker system with a non (B)(6) right ventricular (rv) lead exhibited oversensing and noisy signals by unipolar configuration. No pacing inhibition was noted. Technical services (ts) reviewed the data and confirmed atrial fibrillation with some rapid ventricular response. This system remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).